Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error via the instrument log. Fse found the impasse setting c-b at 246 and the voltage at 2.40 vdc. The fse performed an impasse adjustment and the reading is -144 to -146 (range is -150 +/-10) and voltage at 2.49 vdc (range is 2.45-2.55 vdc). Fse than ran quality controls(qc) and all results were within specification and without any errors. The instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the 18th of june 2017 through awareness date on (B)(6) 2018. There were three (3) similar complaints including this one identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages states the following: error message: 4017 spec.sy clog detected meaning: specimen clog was detected troubleshooting: the item is not assayed. Repeat assay. Error message: 3017 substrate low. The most probable cause of the reported issue was due to impasse setting out of range.

Event description:
The customer reported receiving 4017 spec.sy clog detected on their aia-360 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg and prog ii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.